Event description:
It was reported that during a lap cholecystectomy procedure, during insertion of a second port, at the subxiphoid position, the trocar remained loaded after penetrating the abdominal wall. Meaning the safety mechanism did not bounce back after penetration. The insertion was under vision. According to the surgeon, the abdominal wall was normal. There were no adverse consequences to the pt.

Manufacturer narrative:
D4, h4; 6: info anticipated, but unavailable at this time.